Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026 that the first device passed cavity integrity assessment (cia) test. About 50 seconds into the procedure, a vacuum alarm was received. Upon checking tubing and pressing vacuum relief valve, the ablation was again and in about 5 seconds received a vacuum alarm. The array was removed and a second device was inserted into the cavity and would not pass cia test. The physician went in with the hysteroscope and found a small perforation on the fundus. The physician aborted the procedure. No other information is available.